Event description:
The facility alleged no matter what up function is operating, the head section will always come up.

Manufacturer narrative:
The facilities maintenance replaced the head up valve to repair the bed.